Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for humerus shaft fracture. During the surgery, the surgeon commented that the 2nd drill bits were dull. The surgeon used other drill bits and the surgery was completed successfully without any surgical delay. The patient outcome was stable. This complaint involves two (2) devices. This report is for (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo review: the received picture was reviewed, there are two drill bits visible and the part number 03.010.100 can be confirmed, the quality of the picture is too low to confirm the lot numbers. The forefront of both drill bits is not visible, therefore and due to the low quality of the pictures is not statement about the condition of the cutting edges possible and the complaint is rated as n/a in the confirmed field. Investigation selection investigation site: cq zuchwil, selected flow: functional. Visual inspection: the received drill bit is worn at the tip and therefore dull as complained. No other damages are visible. Dimensional inspection/functional check: because of the damages at the tip, the complaint relevant dimensions cannot be checked to print specifications anymore and also an accurate functional check is not possible. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The review has shown that with 440a the correct material was used. Summary: the complaint condition is confirmed, since the drill bit is worn/dull. The visible damages are clearly caused post manufacturing and is not due to any manufacturing non-conformances. We only can assume that a mechanical overloading situation during use has caused the visible damages. Please note; blunt drill bits require more mechanical power during the application. Check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected.this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.010.100, lot: u334142, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: march 05, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.